Event description:
Patient had a fully implanted medtronic spinal cord stimulator for failed back syndrome in place for 3 years. Patient underwent CT scan with device on and functioning. Patient felt a severe electric jolt in his back and legs when the CT scan activated. Patient continued to have abnormal stimulation in abdomen and lower legs until device was turned off. Device was turned back on the next day and appeared to function normally. Two months later, the battery in the device failed. Staff at the 'imaging center' were uniformed and lacked knowledge of the device, were unaware of potential risks and did not know how to respond to the adverse event. Eventually patient's physician that implanted the device was contacted. Physician seemed unaware that CT scan could have an effect on device.